Manufacturer narrative:
It was indicated that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air in the device occurred. A pulse field ablation (pfa) procedure for pulmonary vein isolation was performed using a 31mm farawave catheter. An unknown introducer sheath was placed in the patient anatomy and the farawave catheter was prepared and inserted into the unknown sheath. During insertion into the unknown sheath, air was drawn into the tip of the farawave catheter. The farawave catheter was exchanged and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device analysis: upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually and functionally examined. Visual inspection identified no outer abnormalities. During functional testing, a test guidewire was successfully inserted into the farawave catheter. Deployment and undeployment of the catheter were tested multiple times with no unusual resistance noted. Flushing through the irrigation port was tested with no obstruction observed, and irrigation was successful in all deployment states. Based on analysis of the returned farawave catheter, the reported event of visible air/bubbles was unable to be confirmed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6).

Event description:
It was reported that air in the device occurred. A pulse field ablation (pfa) procedure for pulmonary vein isolation was performed using a 31mm farawave catheter. An unknown introducer sheath was placed in the patient anatomy and the farawave catheter was prepared and inserted into the unknown sheath. During insertion into the unknown sheath, air was drawn into the tip of the farawave catheter. The farawave catheter was exchanged and the procedure was successfully completed. No patient complications were reported.